Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced taped not sticking issue due to water exposure and sport activities on (B)(6) 2026. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.